Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (damaged cable connector, service code 204, service code 107, arrhythmia alarms) has been confirmed. As received, the belt failed incoming testing. Upon evaluation, there was an open yellow (pgnd) wire in the trunk cable. The cause of the test failure and the reported service codes and alarms is the open wire. The root cause of the open wire was excessive force placed on the cable. No adverse event resulted from the defective belt.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that a patient had a damaged cable connector and was receiving service codes 204 (belt unusable) and 107 (abnormal shutdowns) and arrhythmia alarms.